Event description:
It was reported that the patient presented with cervical spondylosis with myelopathy. The patient underwent cervical decompression with c4 through c6 total laminectomies and partial laminectomy at c3 and c7, foraminotomies bilaterally at c3-c4. C4-5, c5-6 and c6-7, posterior instrumented fusion from c3 to t1 with instrumentation, local autograft bone grafting, and rhbmp-2/acs. Three days post-op the patient developed decreased mental status and new onset stroke. Two months post-op the patient presented for follow up. Pain was improving. Patient was trying to stop smoking-using nicotine gum. 35 months post-op x-ray of the cervical spine indicated ¿some radiolucency surrounding 2nd, 3rd, 4th metallic elements suggesting some bone dissolution; disc space narrowing c3-c4, c5-c6, c6-c7, c7-t1; hypertrophic spur formations seen anteriorly and posteriorly lower cervical region; prominent soft tissues anterior to lower cervical thoracic junction.¿ thirty-seven months post-op the patient had some residual arm weakness after prior posterior neck fusion. This has been unchanged. On 6/1/2011 imaging studies indicated ¿loss of disc space height at l2-l3, moderate loss of disc space height at l3-l4 and anterior marginal osteophytes of l2 and l3. Mild degenerative facet arthrosis changes at l3-l4, l4-l5. No acute compression deformity of the lumbar vertebral bodies. Mild degenerative changes at the si joints.¿ on (B)(6) 2012 patient presented with cervical segmental dysfunction, loss of lordotic curve. Patient noted to be a heavy smoker.

Manufacturer narrative:
Concomitant medical products. Implantable instrumentation, local autograft (implant (B)(6) 2008). (B)(6). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.